Event description:
Customer reports to have experienced keypad anomaly. Customer reports that all keys were unresponsive except the up arrow key. Customer's blood glucose was 270 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had a corroded keypad traces. All buttons functioned properly. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.